Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology-85% stenosis). No results available since no evaluation was performed (device or procedural images have not been received for review). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology-85% stenosis). Unable to confirm complaint (device or procedural images have not been received for review). (B)(4).

Manufacturer narrative:
Results: deformation problem.

Event description:
Device evaluation summary: the hypotube was kinked 3.8cm, 16.0cm and 51.0cm distal to the strain relief. The 1st, 2nd and 4th proximal stent segments were partially flattened and deformed. A number of struts on the 3rd proximal stent segment were raised and pulled distally. The remaining segments were intact.

Event description:
A physician intended to use a 2.25mm diameter x 26mm length resolute integrity rx drug eluting stent to treat a 26 mm lesion in the rca vessel of a patient. The vessel was described as having 85% stenosis. The lesion was pre-dilated with a 2.00 x 15 mm balloon; a 0.014 guidewire and jr 4.0 sh catheter were used. It is reported that during the procedure the stent could not pass the lesion. When the stent was removed from the patient, it was reported that a strut on the stent had lifted. No patient injury or other clinical sequelae were reported.